Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original compliant.- litigation papers allege pain in the hip and leg making it difficult to walk or perform physical activity. The patient can hear the hip device popping when he walks or moves. It is further alleged the pain interferes the patient's daily life, limits his mobility and the patient will likely have to undergo a revision surgery. Doi: (B)(6) 2003 - dor: none reported (left hip). (B)(6). Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.